Event description:
It was reported that the left ventricular lead had dislodged one day post implant; no patient symptoms were reported as a result. The lead was explanted on (B)(6) 2014.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.final analysis found normal lead characteristics.